Event description:
The catheter snapped off about three inches above the handle. The report received indicated that the intended procedure included treatment of a lesion in the superficial femoral artery; there was a section in the vessel that presented a small calcification in which the outback re-entry catheter was getting caught. The tip of the device was able to cross that section; however the shaft was unable to get pass the calcification. Therefore, to keep advancing the device, the physician was torquing the device. It was indicated that the physician was torquing the device incorrectly instead of using a torque device; the doctor was turning the entire device and the end of device was tightening and twisting; as a result the device snapped off about three inches from the handle. The device was just pulled out from the pt without further complications. It was confirmed that the cannula had not been actuated inside the pt and therefore, it was safely removed. There were no adverse consequences to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional info will be submitted within 30 days upon receipt.